Event description:
The customer reported the ac power module was not charging the battery and the connector wire was broken. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module was not charging the battery and the connector wire was broken. There was no reported pt involvement. The customer tested the device with another ac power module and the device worked fine. The customer was provided info on ordering a replacement module. The ac power module was not available for eval. We will consider this a malfunction of the ac power module where the connector wire broke and the module would not charge the battery.